Manufacturer narrative:
(B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an issue with a product set. They stated that the adhesive did not adhere, and the product fell off after one day of use. No further information available.